Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that it was taking forever to bolus since the handset was lagging at 90%. Agent reviewed and guided the patient through clearing the data. Patient was then able to connect to the pump without any lag. When asked for the event date, patient said that it had been a while. When asked for drug, patient said that it was mitigo. Patient noted that they just had their pump filled by a nurse that came to their home and the nurse gave them the patient service phone number to call.